Manufacturer narrative:
The device was not returned with the debris. W/o evaluating the device mst could not determine where the debris originated.

Event description:
The facility reported that the when the surgeon was inserting the ring into the eye a piece of yellowish plastic fell into the eye. The piece was removed w/o harm to the pt.